Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support to report leaking from the connector and cartridge during a supply change. Upon review, it was determined that the patient had been connecting components outside of the device. The proper supply change process was reviewed, and the patient stated they were unaware that nothing should be attached prior to inserting the cartridge. The patient reported that this issue had occurred approximately five times previously but did not impact blood glucose levels. The patient also indicated replacing connectors more frequently due to concern about potential leaks and was currently on their last connector. Two replacement boxes of connectors were arranged for shipment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.